Event description:
Info received indicates the beds head section function will not articulate down.

Manufacturer narrative:
The hill-rom tech found the head section extrusion slide was defective. The tech replaced the extrusion slide to repair the bed.